Event description:
Heartmate 3 presents ~ 2 months postop with spontaneously ruptured abscess from surgical chest tube site which required surgical incision and drainage with vacuum-assisted closure (vac) dressing. Or cultures grew nocardia. Now with chronically draining fistula from that site.